Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.1, h.6.

Event description:
Patient reported "raynaud's phenomenon" and "being diagnosed with mixed connective tissue disease." Device has been explanted. This record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening curved on anterior and creases fold. Weight measurement of the device identified device weight was within specification. Microscopic analysis was performed which identified curved striated opening on anterior and wear abrasion. Based on the device analysis the final assessment was a curved striated opening on anterior due to surgical damage consistent in the use of some surgical tools. The events of "raynaud's phenomenon and connective tissue disorders" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and connective tissue disorders.

Event description:
Patient reported "raynaud's phenomenon" and "being diagnosed with mixed connective tissue disease." Device has been explanted. This record is for the right side.